Event description:
Discordant calcium results were obtained on an advia 1800 for one patient. The initial critical result was reported to the physician. The physician ordered a redrawn sample prior to starting IV administration of calcium gluconate on the patient. When the redraw results were discordant with the initial test, the initial sample was rerun, and a corrected result was reported. There was no report of adverse health consequences to the patient from the IV calcium gluconate or further intervention due to the discordant calcium results.

Event description:
Discordant calcium results were obtained on an advia 1800 for one patient. The initial critical result was reported to the physician. The physician ordered a redrawn sample prior to starting IV administration of calcium gluconate on the patient. When the redraw results were discordant with the initial test, the initial sample was rerun, and a corrected result was reported. There was no report of adverse health consequences to the patient from the IV calcium gluconate or further intervention due to the discordant calcium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant calcium results was a loose fitting on the clot sensor. The fitting was tightened. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant calcium results was a loose fitting on the clot sensor. The fitting was tightened. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.